Event description:
Device malfunction: none. Time of malfunction: after vessel closure. Symptoms/ae: hematoma. It was reported that a physician using the perclose device achieved arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, post-procedure a hematoma developed. The hemoglobin and hematocrit were monitored, integrilin was discontinued, and the patient was discharged in 2008. No additional intervention was required. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.